Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
: It was reported that the pump reset unexpectedly. The customer went to the emergency room (ER) with a blood glucose level of 800 mg/dl and high ketones that were identified as dangerous by healthcare provider. Customer was treated with intravenous insulin and saline. Reportedly, customer left the ER 7 hours later with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.